Event description:
Hcp reported pt was admitted to the intensive care unit with symptoms of withdrawal including increased spasticity, fever, and foot tremor. The pt was diagnosed as being dehydrated and having an infection (unk type). Blood work was done which showed an elevated blood count. The pt was treated with oral medication, rehydrated, and the pump was refilled. The estimated reservoir volume was 2.3cc and the actual reservoir volume was 1.7cc. The pt was released the next day with the smnptoms still present. The hcp believes the symptoms were secondary to the infection, but cannot be sure. The hcp has not currently been updated on the pt's outcome.